Event description:
It was reported "during a manta deployment bleeding was noted. Surgical cutdown revealed a tract deployment of the manta. Manta was removed intact." There was no patient harm or injury. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction to section h: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301508 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 72-year-old female patient, 212lbs., presented in the or for an evar. A lower-positioned access was gained after multiple attempts. Low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The manta instructions for use (IFU) procedure requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. No issues were encountered advancing or withdrawing the endo logix 17f procedural sheath. The arteriotomy was 8.0mm, with moderate calcification throughout the vessel, and moderate tortuosity above the common femoral artery, with a measured deployment depth of 3.0cm. The IFU posts a warning not to use manta if there is marked tortuosity of the femoral or iliac artery. A hematoma had formed at the access site following multiple access sticks and the decision was made to add 2.0cm to the deployment depth measurement. Following the evar procedure, activated clotting time (act) was 250, heparin and protamine were administered, and an 18f manta was deployed to the measured depth of 3.0cm + 2.0cm. In the IFU device use steps - step 1: arteriotomy location procedure: manta deployment depth = flow stop measurement at skin + one (1) cm. Following deployment, pulsatile arterial bleeding continued. Bleeding at the access site post-deployment is a possible indicator of a tract deployment. The physician chose to perform a cut down which revealed the manta device completely intact, deployed in the tract. The manta device was explanted, the vessel was repaired, and hemostasis was achieved after twenty minutes. The patient did not experience any harm, injury, or health consequences due to this event, and the outcome post-procedure was stable. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is attributed to user error due to incorrect deployment depth measurements and deploying manta into the tissue tract.

Event description:
It was reported "during a manta deployment bleeding was noted. Surgical cutdown revealed a tract deployment of the manta. Manta was removed intact." There was no patient harm or injury. The patient's current condition is reported as "stable".